Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently used more insulin than expected to fill the tubing during the load sequence with multiple cartridges and infusion sets. System check with tandem technical support concluded that there was likely a blockage within the infusion set tubing causing the issue; however, the customer alleged that it was a pump issue as the issue persisted across multiple cartridges and infusion sets. Blood glucose ranged from 384-427 mg/dl. Reportedly, the customer had a form of backup insulin therapy available. Backup therapy method not provided.